Event description:
It was reported that after the thrombus ablation was performed once, customer tried to deflate the balloon but it did not deflate. Tip of the catheter seemed to be the j-shape. Another catheter was used. No pt complications were reported.

Manufacturer narrative:
Cannot be determined at this time. Other, device has not been returned for eval.